Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the facility

Event description:
It was reported that the patient experienced frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure, was doing well postoperatively. The explanted ipg will not be returned as the device was retained by the medical facility. Additional information was received that the initial MDR aware date in block g3 should have been 11sep2024.